Manufacturer narrative:
There was no difficulty advancing the guidewire and the catheter towards the lesion. The system was placed subintimally and cannula deployed successfully. However, when attempts were made to retract the cannula into the catheter, the cannula was unable to withdraw. Therefore, the whole system was retrieved as one with the guidewire. There was no adverse consequence to the pt and procedure was completed without any problems with another outback. This product will be return for eval and testing. Additional info will be sent within 30 days upon receipt.

Event description:
Report received indicated the cannula was unable to retract within the catheter. The product was inspected without any anomalies noted. The re-entry catheter was prepared as specified by the instructions for use. Though the ports were not flushed followed by a 30 second pause and then flushed again. The cannula actuation was verified outside the pt. During prep the cannula actuate smoothly and there was no difficulty fully retracting the cannula back into the catheter. The catheter was held in a straight orientation with no slack during preparation, and was not coiled at any point prior to insertion. The handle deployment slide was locked in the proximal position. The intended procedure was a percutaneous transluminal angioplasty (pta) to the superficial femoral artery (sfa) with a chronic total occluded lesion (cto). A crossover technique was implemented.